Manufacturer narrative:
Bec field service engineer (fse) visited the customer's site on (B)(4) 2013 and inspected the system. The fse found a piece of broken blade in the cap piercer. The fse removed the debris and resolved the leak. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 800 pro synchron® clinical system showed an error message of "cc sample probe obstruction". The customer noted that there was approximately 5 ml of wash solution on top of the sample tubes in the cap piercer. The leak was contained within the instrument. The customer was wearing a lab coat and gloves at the time of the event. The customer did not review the material safety data sheet but has an exposure control plan at the facility. The customer did not seek medical attention and there was no report of injury or exposure to open wounds or mucous membranes. No erroneous patient results were generated.